Manufacturer narrative:
Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A one hour simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the homechoice pro is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feelings of being overfilled. It was reported the homechoice device generated unspecified alarms for several days, further described as ¿going off and on¿. It was reported the patient drained ¿very little¿ and was not connected at the time of the events. It was reported the patient presented to the emergency room due to too much fluid (no further details); however, it was not reported if the patient was hospitalized for the event. The cause of the event was not reported. Pd therapy was ongoing. There was no report of patient injury or medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.